Event description:
The customer reported an overinfusion of k phosphate which they believe to be due to user programming, based on what they think they see in the pcu log, and have asked for a log review to confirm or correct their interpretation. Reportedly at ~10:30 am on (B)(6) 2014 a full 1 liter bag pf lr +20 meq/l dcl was hung at 125 ml/hr using guardrails. The user verified that the pump displayed a rate of 125 ml/hr. At approximately 11:15 - 11:30 am the nurse noted that the bag was nearly empty. Earlier on (B)(6) 2014 (~8:54 am) potassium phosphate was started as a secondary infusion into the single primary line. The patient went for a CT scan at approximately 9:45 am and the pump was powered off. The exact time of the power off was not specified, but the customer believes that the log shows the power down at 9:57 am and then powered on and reprogrammed when patient returned at approximately 10:40 am, and is requesting verification of this. They believe they identified the issue for the overinfusion in the device log and are asking for an initial assessment to validate their findings, summarized as follows: they believe that line 213 was an unintended entry. The intended programming should have been 15 mmol kphos in 250 ml volume, to run at 125 ml/hr, but they think they are seeing 15 mmol/2,501 ml, resulting in overinfusion. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Preliminary findings from the log review, which confirmed that user programming resulted in a rate of >600 ml/hr, were presented to the customer. Although the customer does not allege a device malfunction, they have requested functional evaluation of the device. The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.